Manufacturer narrative:
Correction: during pm the stm found error code 42 in the iabp memory but was unable to reproduce the error. The datasettes were replaced as a precautionary measure. The stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. Corrected fields: h6 (evaluation result and conclusion codes), h10 (repair narrative) updated fields: b4, g4, g7, h2, h11.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm), error code 42 was found in the memory of the cs300 intra-aortic balloon pump (iabp). There was no patient involvement, thus no adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. (B)(6). During pm, the stm found error code 42 in the iabp memory but was unable to reproduce the error. The datasettes were replaced. The stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm), error code 42 was found in the memory of the cs300 intra-aortic balloon pump (iabp). There was no patient involvement, thus no adverse event was reported.